Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for diabetes ketoacidosis. Customer stated she received no delivery alarm device before going to the hospital. Unable to complete troubleshooting at the time of call.